Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel due to a lack of device optimization. The pacemaker paced as a result of the undersensing. Technical services (ts) suggested reprogramming. The device remains in use. No adverse patient effects were reported.